Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error or low battery alarms noted during testing, however power error and low battery alarms were noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was unknown. Customer stated the night before pump alarmed power error detected and changed the battery but it alarmed again. The customer was assisted with trouble shooting. The customer was advised the pump needs to be replaced since it is a 640g pump with a software version 2.6. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.